Event description:
PICC line broke at the catheter hub with no obvious cause. Pt had mits intact on his hands, preventing him from grabbing the catheter. The line was discontinued and a central line was placed.